Event description:
The hcp believed the implantable neurostimulator may have been flipped in the pocket. X-rays were done to confirm a flip. The device was not flipped in the pocket. It was replaced. The reason for replacement was not reported. The device will be returned for analysis. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).